Event description:
It was reported while using bd vacutainer® serum, the caps of an unspecified number of tubes crept out resulting in leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one customer video for investigation. Additionally, 29 retained samples were sent for appropriate testing. The samples underwent functional tests, with five out of the 29 samples showing issues related to the stopper being removed with minimal force. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout based on customer video and retained sample analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the caps of an unspecified number of tubes crept out resulting in leakage. No adverse impact was reported regarding the patient or user.